Event description:
A malfunction alarm, specifically malfunction code malf 0, was reported by the customer with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report back if the malfunction code reappeared, which the customer acknowledged.